Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/14/2015 with the following findings: during testing, the battery compartment was found to be cracked below the bumper pad. Additionally, evidence of contamination was found under the audio bolus button contact. The cover of the audio bolus button cover had been returned damaged. Unrelated to these issues, the paint of the pump was scratched, chipped, and peeling. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and evidence of contamination under the audio bolus button contact. This report is made based on results of investigation completed on 10/14/2015.